Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tandem provided usb cable does not charge the pump. There was no adverse impact to the customer's blood glucose level. The customer was able to successfully charge the pump with an alternate cable.